Event description:
A device report from (B)(4) indicated a hosp in (B)(6) reported: pt was implanted with pfna nail and pfna blade on (B)(6) 2011. Pt returned to another hosp complaining of pain and an x-ray on (B)(6) 2012 showed the blade was backing out. Medical/surgical intervention was needed. Surgeon noted it could have been caused by improper reduction. No further info was available. This is 1 of 2 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.